Manufacturer narrative:
H6: added code e0506 based on information in the complaint file. Updated clinical rationale: an impella cp device was inserted into the left femoral artery in a 68-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, and was on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the patient was having infrequent premature ventricular contractions (pvcs). The physician did not attribute this to the impella. The impella was checked with imaging and was in good position. While the patient was in the intensive care unit (ICU), a hematoma to the left groin was noted. Hemostasis was achieved and the hematoma resolved. In addition, the patient had a gastrointestinal (gi) bleed, with a stable hemoglobin. One week after insertion, the impella was removed. The post-procedure outcome is survived. The impella functioned at p-7 at 3.2l/min with no issues. Bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information received confirms the event date as initially reported and repopulated to b3 date of event. Additionally, it was noted no further information regarding the case is available.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 68-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, and was on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the patient was having infrequent premature ventricular contractions (pvcs). The physician did not attribute this to the impella. The impella was checked with imaging and was in good position. While the patient was in the intensive care unit (ICU), a hematoma to the left groin was noted. Hemostasis was achieved. The post-procedure outcome is unknown. The impella functioned at p-7 at 3.2l/min with no issues. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. Arrhythmia/major bleed: the cause of the injury was unable to be determined due to insufficient clinical details.